Event description:
It was reported that; surgery was undertaken on (B)(6) 2015 by to fix a fracture of l1 with monoaxial screws at t12 and polyaxial screws at l2. These were connected with 5.5 mm rods and blockers. There are no immediate post op x-rays on the (B)(6) 2015. Post op pictures on (B)(6) 2016 showed that the blocker has become loose and rod disengaged. The patient was revised on (B)(6) 2017 as the left sided t12 blocker has disengaged from the screw head and all metal work was removed.

Manufacturer narrative:
Method: risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: a definite root cause cannot be determined as the product was not returned.

Event description:
It was reported that; surgery was undertaken on (B)(6) 2015 by to fix a fracture of l1 with monoaxial screws at t12 and polyaxial screws at l2. These were connected with 5.5mm rods and blockers. There are no immediate post op x-rays on the (B)(4) 2015. Post op pictures on (B)(6) 2016 showed that the blocker has become loose and rod disengaged. The patient was revised on (B)(6) 2017 as the left sided t12 blocker has disengaged from the screw head and all metal work was removed.